Event description:
Voluntary medwatch received states that the right atrial lead exhibited undersensing, which resulted in false atrial tachycardia/atrial fibrillation (at/af) episode termination, inappropriate pacing, and low pacing impedance. The patient¿s clinical status was not reported.